Event description:
Pt spontaneously called in to report her pump sn (B)(4) malfunctioned this morning. It woke her up alarming stating "no disposable", but she could not press any buttons or get it to stop and even after she took the batteries but it continued. She switched to her back up pump and is infusing without problem. Pharmacy sending replacement. Is the actual device is available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver. Strength: 1.5mg, dose or amount: 29nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.